Manufacturer narrative:
An event of the leaflets moving abnormally was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The investigation confirmed that both leaflets moved with ease under non-physiological conditions. The cause of the reported event could not conclusively be determined.

Event description:
It was reported that on 05 november 2023, a 17mm regent aortic valve was selected for an implant. During the procedure, after implantation, the physician found that the valve leaflet opened and closed abnormally, and then replaced with a new 17mm regent aortic valve which was successfully implanted. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.